Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that respiratory failure and death occurred. In january 2013, the patient was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the proximal saphenous vein graft (svg) to first obtuse marginal (om) with 95% stenosis and was 12 mm long with a reference vessel diameter of 4.00 mm. The lesion was treated with pre dilatation and placement of a 4.00x16mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2014, the patient expired and was in the hospice care at the time of death. As per death certificate, the primary cause of death was respiratory failure. Secondary causes includes congestive heart failure (chf), dilated cardiomyopathy and coronary artery disease (cad) post coronary artery bypass graft (CABG). Autopsy was not performed.